Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient's physician that indicated that the cause of death was severe coronary artery disease. In addition, it was noted that the rv lead issue did not cause or contribute to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A remote transmission showed that the patient had an episode of monitored ventricular tachycardia. There was ventricular pacing, however there was no capture on the right ventricular (rv) lead. It was further noted the patient passed away the following day. Attempts to obtain additional information were unsuccessful.